Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop. /over-retracted. Photo taken and saved.

Event description:
It was reported that the physician was unable to implant the right ventricular (rv) lead due to the helix failing to deploy. Multiple placement attempts were made. The physician removed the lead and implanted a different lead. No patient complications have been reported as a result of this event.